Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the external flow sensor was observed. The device's external flow sensor was replaced to address the issue.